Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed the field visual observation of insulation abrasion. The abrasion was through to the lumen of one set of the high voltage (hv) lumen cables approximately, 95-115 mm from the terminal pin. This type of insulation damage is indicative of lead-on-can contact coupled with movement, while implanted. The inner insulation was noted to be abraded at this same location. Additionally, melted metal was evident on both hv ends, underneath the abrasion site and the cables have been arced apart. No further analysis was conducted.

Event description:
It was reported that the patient with a subcutaneous ICD (sicd) system, presented for an change out due to normal battery depletion. During the procedure, a new emblem device (a219/244601) was implanted with the chronic sicd electrode. Post implant testing was then conducted, at which time low shock impedance measurements and device error codes, were exhibited. It was elected to intervene and remove the newly implanted device, as a malfunction was suspected. A second emblem device (a219/247157) was then implanted; however similar findings were exhibited as with the first replacement product and the patient returned for second exchange. It was then decided to remove the second emblem attempted device as well as, the chronic sicd electrode (3400/a105461). A new electrode and third emblem device were then implanted and the procedure completed with no further anomalies. The patient exhibited no resulting adverse effects in spite of the extended procedure. Both attempted implant emblem devices as well as the chronic sicd electrode were returned for analysis. It was reported that post explant, the chronic electrode exhibited abrasion damages.

Manufacturer narrative:
Following return and completion of laboratory analysis, a final report will be completed.

Event description:
It was reported that the patient with a subcutaneous ICD system, presented for an change out due to normal battery depletion. During the procedure, a new emblem device (a219/(B)(4)) was implanted with the chronic sicd electrode. Post implant testing was then conducted, at which time low shock impedance measurements and device error codes were exhibited. It was elected to intervene and remove the newly implanted device, as a malfunction was suspected. A second emblem device (a219/(B)(4)) was then implanted; however similar findings were exhibited as with the first replacement product and the patient returned for second exchange. It was then decided to remove the second emblem attempted device as well as, the chronic sicd electrode (3400/(B)(4)). A new electrode and third emblem device were then implanted and the procedure completed with no further anomalies. The patient exhibited no resulting adverse effects in spite of the extended procedure. Both attempted implant emblem devices as well as the chronic sicd electrode are intended to be returned for analysis. It was reported that post explant, the chronic electrode exhibited abrasion damages.